Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that the activation button did not appear to be stuck; however, a rattling noise was detected when the area surrounding the button was shaken. This suggests that an internal component may be damaged, which could have contributed to the button becoming stuck during use. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into a generator and activated multiple times with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled and a broken post was identified on the right handle body that would allow for the pcb to become misaligned during use. It was reported that the knife blade did not retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:52580186x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a removal of pancreatic duct, pancreatojejunostomy and cholecystectomy procedure, the first ligasure device was used and mid-way through the surgery. The cut button could not retract, making the device non-functional after 5 minutes of operation. A new ligasure maryland handpiece was replaced but after 5 minutes of usage, the new handpiece was not functioning. When the surgeon tried to seal tissue the handpiece could not be activated, with no evidence of energy delivery and no end tones heard. Another new device, ligasure exact was replaced and it worked as intended. The ligasure device was plugged into a vlft10gen generator during the event and another ligasure device was used successfully with this generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a removal of pancreatic duct, pancreatojejunostomy and cholecystectomy procedure, the first ligasure device was used and mid-way through the surgery, the cut button could not retract, making the device non-functional after 5 minutes of operation. The knife blade of the first ligasure device did not protrude beyond the edge of the jaws, cleaning of the jaws of the ligasure handpiece was performed approximately 3-4 times and approximately 10-15 good seals were completed before the problem occurred. A new ligasure maryland handpiece was replaced but after 5 minutes of usage, the new handpiece was not functioning. When the surgeon tried to seal tissue, the handpiece could not be activated with no evidence of energy delivery and no end tones heard. Approximately 2-3 good seals were completed before the problem occurred and no cleaning was performed. Another new device ligasure exact, was replaced and it worked as intended. The ligasure device was plugged into a vlft10gen generator during the event and another ligasure device was used successfully with this generator. No patient complications have been reported as a result of this event.